Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician with supplemental information provided by a nurse from (B)(6) of a break in aseptic technique resulting in peritonitis in a patient coincident with dianeal therapies. On (B)(6) 2012, the patient began treatment with dianeal pd2 4.25% and on (B)(6) 2012, the patient also began treatment with dianeal pd2 1.5% (4 exchanges per day), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). It is unknown at this time if the dianeal therapy has continued. During a call, it was reported that on an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2013, the patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain and cloudy effluent (pineapple like effluent). The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2013, the patient was treated with cefepime (500 mg/2l, daily, route not reported) for the peritonitis. Any patient re-training on aseptic technique is unknown at this time. The patient was reported to be recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique and peritonitis is confirmed because it was reported that there was a breach in aseptic technique, which caused peritonitis; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.